Event description:
It was reported that the device got a motor rate error during the occlusion test. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. Initial reporter also sent report to FDA is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed upon receipt, the top case was chipped on the front corner and the right plunger case was cracked. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported event is due to normal wear and use as the parts were over 10 years old. Replaced the worm coupling gear and replaced the stepper motor as a preventive measure. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information was received and attached on 3 august 2022, updated the event date, and the issue was found during annual pm (preventive maintenance) testing. There was no patient injury. H6: event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: correction: catalog number: 3500-0600-01. D4: correction: model number: 3500. G5: correction: premarket (510k) number: k111386. H4: correction: device manufacturing date: 15-may-2015.